Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013,as part of the (B)(4) study. On (B)(6) 2013, the patient underwent a second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, on (B)(6) 2013, the patient began experiencing acute bronchitis with a productive cough. The patient was treated with antibiotics and prednisone. Reportedly, the patient's breathing and pft's are better. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. ***baseline spirometry values - visit date: (B)(6) 2013.*** pre-bronchodilator: fev1: 1.77, fev1 % predicted: 68.60, fvc: 2.25, fvc % predicted: 69.88. Post-bronchodilator: fev1: 2.02, fev1 % predicted: 78.29, fvc: 2.64, fvc % predicted: 81.99.

Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013, as part of the (B)(4) study. On (B)(6) 2013, the patient underwent a second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, on (B)(6) 2013, the patient began experiencing acute bronchitis with a productive cough. The patient was treated with antibiotics and prednisone. Reportedly, the patient's breathing and pft's are better. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 1.77; fev1 % predicted: 68.60; fvc: 2.25; fvc % predicted: 69.88. Post-bronchodilator: fev1: 2.02; fev1 % predicted: 78.29; fvc: 2.64; fvc % predicted: 81.99. Additional information received as of june 11, 2014. The reported event of acute bronchitis was reported to have resolved on (B)(6) 2013.